Event description:
On (B)(6) 2013, the distributer contacted animas and reported a blank display screen with moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: during testing, the pump was able to power on with audio tones and vibration; however, the display remained blank. There was evidence of moisture observed under the display and throughout the inside of the pump. A leak test confirmed a display lens leak. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).